Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. Additional information has been requested. Should it become available a supplemental report will be submitted.

Event description:
Via normal contra-lateral approach, the physician performed successful atherectomy and an sfa stent. The silverhawk would not retrieve back into the sheath for removal post procedure. Finally, after using strong force he was able to retract into the sheath but the distal tip of sh separated from wire. Nothing dislodged and "no" harm was done to the patient. Investigation of the returned device found that a piece of the distal tip of the silverhawk was missing. The location of the piece cannot be confirmed.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.